Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a ccd (charged coupled device) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image was no longer displayed due to a ccd failure. However, a conclusive root cause could not be determined. In addition, service found the cable was buckled. Per the legal manufacturer, this defect has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device was not displaying an image. The reported issue was observed while preparing the subject device, prior to a diagnostic cystoscopy. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event.